Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the unit had a greater than 5lpm leak from the bag/vent switch. The bag/vent switch was adjusted, and the unit was returned to service.

Event description:
The hospital reported the unit leaked during a case and required the unit to be replaced to complete the surgery. There was no report of patient injury.